Manufacturer narrative:
Height: 153cm. Investigation. Visual inspection no significant deformations or damage of the valves were detected during the visual inspection. The catheter at the progav 2.0 is broken. Additional are clearly visible punctures in the membrane of the reservoir. Permeability test a permeability test has shown that all components of the system are permeable. Adjustment test the progav 2.0 valve was tested and is adjustable to all specified pressures. Braking force and brake function test the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus, which simulates a cerebrospinal fluid flow. Both valves are operating within acceptable tolerances. Results first, we performed a visual inspection of the progav 2.0 shunt system. No significant deformations or damage of the valves were detected during the visual inspection. The catheter at the progav 2.0 is broken. Additional are clearly visible punctures in the membrane of the reservoir. Next, we tested the permeability and opening pressure of the valves. All components were shown to be permeable. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav 2.0 valve. The valve operated as expected and met all specifications. Next, we carried out a computer controlled simulated flow test. The measured opening pressure in both orientations was within the accepted tolerance. Finally, we have dismantled the valves. There were no visible deposits observed inside the progav 2.0. In the shunt assistant are small visible deposits. However, even a small amount of blood or protein that is not visible can lead to temporary blockage and could be responsible for the suspected malfunction in the past. Based on our investigation, we are unable to substantiate the claim of under-drainage. At the time of our investigation, the progav 2.0 shunt system operated within all specified tolerances. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Manufacturing site evaluation: investigation is on-going. Additional information and/or investigational results will be provided in a supplemental report.

Event description:
A post-operative flow issue was encountered with the shunt system. As a result, it was explanted (B)(6) 2019. It was reported that the surgeon implanted this shunt system on (B)(6) 2019. The initial set pressure was 10cmh20. However, the "brain ventricle of the patient was not shrunk." It was noted that the patient had "been in under drainage" since just after the initial implant. The surgeon tried to slowly make the set pressure lower in order to shrink the brain ventricle, but there was no improvement. The final set pressure was 2cmh20. The patient subsequently had a seizure on (B)(6) 2019 and the shunt system was explanted emergently. No further details were provided. There were no associated patient complications reported.